Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she was getting poor communication and the recharger was showing a reposition antenna screen. The patient was not getting stimulation and was in pain because of this. The patient stated she had charged about a week ago but couldn't confirm if she had coupling boxes as she didn't remember seeing them while charging. Troubleshooting reviewed overdischarge potential. The patient noted the pain started four days ago when she tried to use the system which is when the stimulation stopped as well. The patient was directed to follow-up with their healthcare provider. Additional information was received from the patient who reported that they changed to device and pain. Patient stated they asked to get sticker sent for pad. No answer since then and patient was now in the hospital.